Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that image acquisition was not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue regarding the fsw or the user location interface (uli) which passes the signals to the system. The investigation of the provided log files showed that 9 out of 38 attempts to release radiation via the acquisition pedal were successful. Most of the x-ray requests were aborted because the combined signal of all channels of the fsw was missing. This indicates a hardware issue regarding the fsw or the user location interface (uli) which passes the signals to the system. The siemens service engineer (cse) replaced the fsw and the uli board on the table side. After the replacement of parts the system worked as expected. The manufacturer is not planning additional corrective actions at this time. Resubmission of supplement report as per FDA on 4/4/2019.